Manufacturer narrative:
Retainer ring = black on (B)(6) 2021 the customer alleged power loss alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with faded serial number label, cracked case above arrow and battery icon, pillowing keypad overlay, and cracked keypad overlay. Identified during the visual inspection. Thus was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage and loaded voltage was within specification range. In further full review in the insulin pump history found no power loss alarm on the event date of (B)(6)2021; however, found: low battery alarms on (B)(6)/2021 at 11:30:00. On (B)(6)/2021 at 04:08:00. On (B)(6)2021 at 18:49:00. On (B)(6)/2021 at 02:29:00. On (B)(6)2021 at 01:28:00. On (B)(6)2021 at 04:21:00. On (B)(6)2021 at 10:07:00. On (B)(6)2021 at 06:48:00. Insert battery alarm on (B)(6)2021 at 13:50:13. On (B)(6)2021 at 08:26:35. On (B)(6)2021 at 19:15:00. On (B)(6) 2021 at 05:25:31. On (B)(6)2021 at 10:18:05. On (B)(6)2021 at 07:56:19, 07:46:41, 22:56:00, and 22:57:47. Failed battery alarm on (B)(6)2021 at 07:56:27 and 22:56:12. Replace battery now alarm on (B)(6) 2021 at 08:16:00 and 08:26:00. On (B)(6)2021 at 06:32:00 and 06:42:00. Power loss alarm on (B)(6) 2021 at 06:43:42 and 06:43:53. On (B)(6) 2021 at 06:02:17 and 06:02:28. Device passed self test and displacement test. Device failed sleep current measurement and active current measurement. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The original electrical board 1 was installed in a test electrical board 2, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current measurement test failure noted. The original electrical board 2 was installed in a test electrical board 1, case, internal battery and motor. Powered the insulin pump on using the battery simulator and sleep current/active current measurement tests failures noted. No unexpected low battery, insert battery, failed battery, replace battery now, and power loss alarms during testing. Customer alleged for power loss alarm was not confirmed. Sleep current measurement test failure suspected to be in both electrical board 1 and electrical board 2. Active current measurement test failure suspected to be in electrical board 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump turned off three times unexpectedly even though battery was newly replaced. Customer stated insulin pump battery was depleted after 1,5 day. Replacing battery cap did not solve the issue. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.